Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a procedure (date is unknown). According to the complaint, there was deformation of the peg tube. The device had been in place approximately two and a half years and was replaced. The exact date is unknown however reported to be the end of (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of peg tube deformation. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.